Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: snare device was used to remove the dislodged stent. Device issue: stent dislodgement. It was reported that the pixel stent delivery system (sds) was used and several attempts were made to cross the lesion. However, sds would not cross. Upon removal of the sds from the pt, it was noted that the stent had dislodged. After about four or five hours, the stent was finally located in the renal artery. A snare device was used to retrieve the dislodged stent from the pt's anatomy. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease rate, pre-dilatation strategy, physician technique, and accessory device support. Based on the info received with the complaint, the inability to cross appears to be related to the moderately tortuous and heavily calcified anatomy. The repeated attempts to cross the lesion with this challenging anatomy may have damaged and or disturbed the stent, leading to the dislodgement. However, without the device to examine, a definitive root cause cannot be determined.